Event description:
Additional information: it was reported that the pump was stalled for 2 minutes and recovered; per logs motor stall occurred (B)(6) 2012 at 12:21 and recovery occurred (B)(6) 2012 at 13:23. There were no signs/symptoms associated with the event; patient outcome was no injury. Drug delivered via the device was morphine sulfate 10 mg/ml at 0.935 mcg/day.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the healthcare professional (hcp) was requesting the password to permanently turn off the patient's pump. The hcp acknowledged that the action would be irreversible. The hcp discussed the decision with the patient and their family and was making the decision in their best medical judgment.

Event description:
It was reported there was a confirmed motor stall noted in event logs with no motor stall recovery recorded. The motor stall was caused by patient having MRI or other medical procedure. Per caller the patient had only been away from the MRI for 10-15 minutes.

Manufacturer narrative:
Catheter: model#8709sc serial# (B)(4), implanted: 2008 (B)(6), explanted: unk.